Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of lightheadedness and dizziness. The patient stated that she experienced syncope when she was climbing the stairs. Isometrics and pocket manipulation were unable to reproduce any noise and the daily measurements were good. There was also no episodes seen in the arrhythmia logbook. The cause of the patient's symptoms is unknown, thus the physician reprogrammed the device temporarily and discussed the possibility of sending the patient home with a holter monitor for further assessment. The boston scientific sales representative (sr) is uncertain if the emergency room physician decided to utilize the holter monitor and the patient has not been seen since the hospital visit. The sr was unable to obtain any additional information regarding the status of the device.